Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the retractable shaft has been retracted by about 1 mm and that the stent has not been released. The retractable shaft has separated from the bushing which is connected to the pull-wire being intended to release the stent. This most likely occurred during intervention when it was attempted to release the stent. Microscopic inspection revealed a rather small amount of remaining glue on the outside of the retractable shaft and no glue on the inside of the bushing. This finding indicates that that the root cause for the complaint event is most likely related to the manufacturing process of a subassembly manufactured by a supplier. To prevent recurrence the respective internal departments were informed about this case and we are reviewing our quality systems processes. The supplier of the affected subassembly was informed about the complaint.

Event description:
The pulsar-18 t3 stent system was selected for use but the stent could not be released.